Manufacturer narrative:
The explanted devices were discarded. There were no allegations of device deficiency. The evoke scs system user manual states the following, "the battery in the cls needs to be recharged regularly in order to continue delivering therapy." Per the event report, the patient requested explant due to not wanting a rechargeable system. The evoke scs system may have not been suitable for this patient.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient indicated that they did not want to be implanted with a system which would require charging. The evoke scs system was confirmed to be performing as intended.

Manufacturer narrative:
Additional information: section h4 - device manufacture date.